Event description:
Complainant reported replacing a feeding tube due to a collapsed balloon, which resulted in the tube falling out.

Manufacturer narrative:
Testing and investigation results confirmed a balloon rupture. Abbott nutrition standard procedure includes attempting to obtain all required information from the source.